Event description:
It was reported that a red call doctor notification was received on the latitude communicator. Technical services (ts) was contacted, and ts helped the patient send a transmission, but a transmission could not be sent. It was later revealed that the notification received was related to the right ventricular (rv) lead exhibiting high, out-of-range shock impedance measurements. The rv lead remains in service. No adverse patient effects were reported.